Event description:
A patient contact reported that the patient is experiencing their v-go device falling off. The patient stated that the adhesive pad is thinner than it used to be. No devices are available for return to the manufacturer for evaluation.